Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system behaved as expected, with insulin delivery matching user requests except when the cartridge was empty or cgm glucose was below threshold. Multiple alarms were appropriately triggered, including insulin low/out, cgm signal loss, and glucose excursions (high and low). No errors or malfunctions were found. Based on available data and user submission, the event was attributed to potential user-related factors, including inconsistent acknowledgment of alarms and evidence of meal announcement misuse. Additionally, the cgm graph shows a period of low glucose followed by cgm signal loss, and then a spike in glucose levels once the signal resumed, suggesting possible overtreatment of hypoglycemia during the signal outage.

Event description:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system behaved as expected, with insulin delivery matching user requests except when the cartridge was empty or cgm glucose was below threshold. Multiple alarms were appropriately triggered, including insulin low/out, cgm signal loss, and glucose excursions (high and low). No errors or malfunctions were found. Based on available data and user submission, the event was attributed to potential user-related factors, including inconsistent acknowledgment of alarms and evidence of meal announcement misuse. Additionally, the cgm graph shows a period of low glucose followed by cgm signal loss, and then a spike in glucose levels once the signal resumed, suggesting possible overtreatment of hypoglycemia during the signal outage.